Event description:
It was reported that the insulin gauge was inaccurate. Customer declined to further troubleshoot with tandem technical support. Customer's blood glucose ranged from 126-127 mg/dl.

Manufacturer narrative:
Device not returned.